Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficulty advancing the thumb advancer and clip deployed on the distal end of the device could not be determined. A conclusive cause for the reported patient effect of pseudoaneurysm, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 7fr sheath after a left subclavian stent procedure. Reportedly, resistance was felt during advancement of the thumb advancer. The clip of the starclose se device was deployed; however, remained on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. The patient was re-admitted to the hospital (B)(6) 2016 with a psuedoanuerysm. A thrombin injection was used to treat the psuedoanuerysm. The patient was released from the hospital on (B)(6) 2016. No additional information was provided.